Event description:
The manufacturer received information alleging a ventilator's volume was unstable. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board needs replaced to address the issue.